Manufacturer narrative:
The field service engineer determined the customer was calibrating with the wrong calibrator. The instrument was checked. The gear pump pressure was adjusted. Mechanism checks were performed and controls were run. The investigation determined the service actions resolved the issue. The issue was related to the use of incorrect calibrator material.

Manufacturer narrative:
The serial number of the c502 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient urine sample tested with online dat benzodiazepines ii on a cobas 8000 c 502 module. The sample initially resulted in a positive benzodiazepines value. The value was questioned. Confirmation testing of the sample was performed using a gas chromatography mass spectrometry (gc/ms) method at another site and the benzodiazepines result was negative. The negative result was deemed correct.